Manufacturer narrative:
(B)(4): eval results and conclusions: (90% stenosis and moderate calcification). (Stent deformation and failure to deliver stent).

Event description:
An endeavor resolute rx drug-eluting stent, length 14mm, diameter 2.75mm, was intended to treat a lesion in a patient. It was reported that the distal edge of the stent became frayed during the procedure. The target lesion in the lad was reported to be moderately tortuous and moderately calcified with 90% stenosis. No patient injury occurred. The patient was stable post-procedure and no clinical sequelae have been reported.